Manufacturer narrative:
No devices were received in the product performance engineering lab, however the returned photo appeared to a crack in the body of the dilator. Visual inspection was based solely upon a review of the photograph provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage remains unknown.

Event description:
During an atrial fibrillation procedure, resistance was noted at the tip of the dilator while attempting to insert the sheath into the femoral vein. Upon inspection, a crack was observed. The dilator was replaced, and the procedure was completed with no adverse consequences to the patient.